Event description:
It was reported that pump battery depleted faster than expected, with more than a 25 percent drop in charge over 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up from technical support, and technical support was therefore unable to confirm the battery depletion concern, with no additional corrective actions or outcomes reported.